Event description:
During preparation for use, the air detection sensor issued an air detection alarm, even though air was not present. The air detection sensor was replaced and normal function was restored. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated but not yet begun.